Event description:
It was reported that during a revision procedure on (B)(6) 2023 (reference manufacturer report number: 3006705815-2023-05678) there seems to be a portion of lead left implanted in the patient. Reportedly, patient was unable to remove the portion of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.